Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The rapidcross balloon was used for post dilation. When removing the balloon it was observed that a few markers were missing. Upon removal the balloon had become hung up on the wire. There were 2 markers in the sfa and the end of the catheter appeared to be missing. The piece of the rapidcross was snared from the patient. Evaluation of the returned device was completed (B)(6) 2016. The rapidcross was inspected and a fracture was at the distal was observed. The balloon segment and marker bands were not attached and not included with the received. The rapid exchange (rx) port exhibited zipper tearing, and the support wire, inner assembly, and outer assembly spread out from each other. The inner assembly showed signs of elongation. The customer's report of resistance experienced during removal and device not staying intact was confirmed. Zipper tearing was observed from the location of the rx port and the balloon segment of the device was detached. Per instructions for use: ensure that the guidewire port remains inside the sheath or guide while advancing the catheter to the treatment site. If the guidewire port is advanced outside of the sheath or guide, use caution to avoid guidewire prolapse (looping). If prolapse cannot be resolved, remove the catheter and guidewire together to prevent potential damage to the device or vessel walls. If resistance is still felt, remove the sheath as part of the unit.